Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The customer was not hospitalized. The cause of death is still unknown. The caller stated that the customer was attempting a set change and waiting for their blood glucose to rise when they passed away. The customer¿s blood glucose was 50 mg/dl close to the time of death. The customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.